Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) failed to deploy. There were no reports of patient injury. Manual compression was applied for hemostasis. The procedure was performed using a retrograde approach. The physician was certified to use the mynxgrip vcd. There were no visible signs of device or packaging damage prior to use. One mynxgrip device was used for the patient. The introducer sheath used, including its manufacturer, model, and french size, is unknown. Angiography confirmed the suitability of the femoral artery, including verification that the sheath insertion angle was 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and no significant calcification, plaque, stent, or stenosis greater than 50% was observed at or near the puncture site. Before using the mynxgrip vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The advancer tube held in place while removing the balloon. Patient was not thin; patient was of a moderate body habitus. The device is being returned.

Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure device (vcd) failed to deploy. There were no reports of patient injury. Manual compression was applied for hemostasis. The procedure was performed using a retrograde approach. The physician was certified to use the mynxgrip vcd. There were no visible signs of device or packaging damage prior to use. One mynxgrip device was used for the patient. The introducer sheath used, including its manufacturer, model, and french size, is unknown. Angiography confirmed the suitability of the femoral artery, including verification that the sheath insertion angle was 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and no significant calcification, plaque, stent, or stenosis greater than 50% was observed at or near the puncture site. Before using the mynxgrip vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The advancer tube held in place while removing the balloon. Patient was not thin; patient was of a moderate body habitus. The device is being returned. One non-sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, and the stopcock was in the open position, with a cordis mynx syringe returned attached to the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant and the advancer tube were found in their manufacturing positions. The sealant sleeve was found in its manufacturing position, protecting the sealant. The balloon showed no abnormal condition to be reported. No additional anomalies were observed during this visual analysis. A deployment test was successfully performed per the device IFU, and no functional issues were observed during the deployment simulation. The shuttle cartridge was successfully advanced and retracted to the black handle without any issues. In addition, the advancer tube and the sealant were deployed without impediment. Additionally, inflation/deflation test was conducted, and no issues related to the reported event were observed. The balloon of the unit was successfully inflated and deflated as expected. The reported ¿sealant failure to deploy¿ was not reproduced through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube and sealant were still in their manufactured positions. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue experienced. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. It was also noted that the device was returned with the sealant sleeve in its manufactured position, indicating that the shuttle may not have been advanced (shuttled down) into a sheath. Therefore, it is unlikely that this device was shuttled into a procedural sheath in order to attempt deployment, unless the sealant sleeve placement was manipulated after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) failed to deploy. There were no reports of patient injury. Manual compression was applied for hemostasis. The procedure was performed using a retrograde approach. The physician was certified to use the mynxgrip vcd. There were no visible signs of device or packaging damage prior to use. One mynxgrip device was used for the patient. The introducer sheath used, including its manufacturer, model, and french size, is unknown. Angiography confirmed the suitability of the femoral artery, including verification that the sheath insertion angle was 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and no significant calcification, plaque, stent, or stenosis greater than 50% was observed at or near the puncture site. Before using the mynxgrip vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The advancer tube held in place while removing the balloon. Patient was not thin; patient was of a moderate body habitus. The device is being returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.